Event description:
It was reported that this patient received multiple inappropriate electric shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found that there were multiple shocks across multiple episodes due to oversensing of noise. It was noted that this patient has a micra implanted and was undergoing a scheduled unrelated treatment at the time of some of the episodes. Ts suggested reprogramming as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this patient received multiple inappropriate electric shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found that there were multiple shocks across multiple episodes due to oversensing of noise. It was noted that this patient has a micra implanted and was undergoing a scheduled unrelated treatment at the time of some of the episodes. Ts suggested reprogramming as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information this subcutaneous implantable cardioverter defibrillator (s-ICD) system was electively explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) at the physician's discretion. No additional adverse patient effects were reported.